Event description:
The customer obtained a value of 896 mg/dl. This value is outside of the system's measurement range of 10 to 600 mg/dl. The customer was taken to the hospital where her bg was approx 400 mg/dl and was admitted for three days. Controls were not run. Return requested and replacement was sent. Verified the 869 value in the meter's memory, without a word code.